Event description:
Physician reported that his handheld would keep freezing upon interrogation and that he would like to have a new one. A new handheld was shipped and received by the site. Good faith attempts to have the old handheld back to manufacturer have been unsuccessful.

Manufacturer narrative:
See scanned page.